Event description:
The customer reported the device power supply was not working. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse performed the backup battery test and found that the power supply was not transitioning to dc power and not charging the backup battery. The fse replaced the power supply and the unit passed testing.